Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. The rv lead is a competitor's product. At this time, the crt-d remains in service. The patient is being monitored and no source has been determined. No adverse patient effects were reported.